Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and electrical evaluation of the returned device were performed following bwi procedures. Visual analysis revealed a reddish material on lifted and sharp electrodes; no internal parts exposed. An electrical test was performed, and four open circuit were found on the tip area. Some of the open circuit could be related to the lifted electrodes. A manufacturing record evaluation was performed, and no internal action related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The potential cause of open circuit could not be established. The potential cause of the lifted and sharp electrodes could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. For product noise failure, the instructions for use contain the following warning stated in the carto 3 system manual: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a left ischemic ventricular tachycardia (isvt) ablation procedure with a pentaray nav high-density mapping eco catheter for which biosense webster¿s product analysis lab (pal) identified a reddish material on lifted and sharp electrodes. It was initially reported by the customer that they had noisy electrograms on some of the pentaray catheter splines on the carto 3 system. The caller did not recall which splines were eddected. Replacing the catheter cable did not resolve the issue. Replacing the catheter resolved the issue and the procedure was continued and subsequently completed. The customer's reported noise issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6)2024, the bwi pal revealed that a visual inspection of the returned device found a reddish material on lifted and sharp electrodes. These finding were reviewed and assessed as MDR reportable malfunctions since the integrity of the device has been compromised.